Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, customer loaded a new cartridge to resolve issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 187 mg/dl.